Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that on surgery day (B)(6) 2018 patient experienced broken posterior capsular tear requiring vitrectomy. Patient returned on (B)(6) 2018 due to intra ocular lens (iol) fell into the vitreous. On that same day patient underwent a vitrectomy and a secondary iol placement with the retinal surgeon.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.